Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. A cannula was returned to the factory for evaluation. Signs of clinical usage was observed. There was no evidence of blood detected. Upon observation the metal wire, scope wash tubing and the c-ring remained attached to the cannula. The scope wash tube was observed to be bent. There were no defects detected in regards to the metal wire. The c-ring was observed to be intact, with no defects detected. Based on the condition of the device as returned, we were able to confirm the reported failure "material twisted; cannula; c-ring bent".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring tubing was pulled out of cannula and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring tubing was pulled out of cannula and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.